Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level. Device labeling: precautions: ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm vollure¿ xc had ¿cracked at the hub and the product came out¿ also stating, ¿the needle separated from the hub.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.